Event description:
It was reported by service report that there was no power to the bed due to power cord being disconnected from the bed at the power inlet on the litter. No pt involvement or adverse consequences are reported.